Event description:
Procedure: code cart check critical care unit (ccu). Defibrillation check- machine did not allow. A red x displayed on zoll monitor- message said: "poor pad contact". A new pad was used without issues. Faulty pad saved and not used on patient.